Event description:
Customer reported to beckman coulter, inc. (Bec) that 1-2 milliliters reddish clear fluid leaked from the aspiration probe of the coulter lh 500 hematology analyzer in the automated mode. Customer reported that the reddish clear fluid leaked onto the counter below the unit. Customer reported that she was wearing glasses, gown and gloves. Customer reported that all quality control was within specifications. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the blood sampling valve was leaking and the needle bellows had overflowed. The fse replaced the tubing not properly slotted in pinch valve (pv) pv42 (pressurized diluent or cleaning agent to the aspirator tip) and pv49 (dispensing and priming of the backwash pump), resolving the issue.

Manufacturer narrative:
(B)(4).